Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 25mg/ml morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient was seeing a 8476 (motor stall) code on their patient programmer (ptm). The patient heard the critical alarm. The patient was unable to contact their doctor. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient said the doctor feels it may have something to do with the viscosity of the meds. The motor stall was never resolved and the patient "went through a living hell," with detox and return of their pain. It was reported that the pump was to be removed. The patient reported their weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the pump was still not working. The pump would either be replaced or just taken out and not replaced. The issue was not resolved. The patient reported that their weight was unknown, and because of the pump failure they went through serious withdrawal and lost a good deal of weight. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer's representative (rep). It was reported that the patient's pump stalled and it was explanted. The date of the explant was unknown. The issue was resolved at the time of the report. No further complications were reported.